Event description:
Added on 04 oct 2023 (B)(6) incident occurred post operation, extension set connected to cvc. Extension set fall apart with no tension on line. Break occurred at junction of line and side arm. Observed blood leaking out of broken port line. No harm to patient. Potential blood loss or air embolus. Occurred on two occasions, on two different wards, but wasn't able to provide further information to this. On these two different occasions, the nursing staff using extension set on patient noticed when connected, it was causing leaking and blood to run back into the line. They disposed of the affected extension set and used another.

Manufacturer narrative:
The MDR is being submitted as a correction to the initial. This complaint is being cancelled due to it being a duplicate. Submission was already completed for this customer's complaint in MFR report # 9616066-2023-02044 for bd complaint (B)(4) (which is the original complaint).

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd ext set w/ vlv port & ll the set detached and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: extension set fall apart with no tension on line. Break occurred at junction of line and side arm. Observed blood leaking out of broken port line. No harm to patient. Potential blood loss or air embolus occurred on two occasions, on two different wards, but wasn't able to provide further information to this. On these two different occassions, the nursing staff using extension set on patient noticed when connected, it was causing leaking and blood to run back into the line. They disposed of the affected extension set and used another.